Event description:
The neuron was delivered into the ica in order to perform an angiogram run during an aneurysm coiling case. As the delivery catheter was connected to the power injector, the hub cracked. The physician did not note any add'l force or resistance needed to tighten the tubing to the hub. The pt was in stable condition and unaffected by the product problem.

Manufacturer narrative:
Device investigation: the hub of the catheter is cracked and leaked when flushing during decontamination. The distal tip of the catheter is ovalized between 0.0 and 0.7 cm and there is a twisting flat spot from 5.7 to 6.9 cm from the tip. The crack in the hub renders the catheter non functional. Additionally, a 0.053" mandrel was introduced into the hub and threaded distally. A significant increase in friction was noted 20 cm from the distal tip and the mandrel stopped 7.5 cm from the tip. Conclusion: the hub damage agrees with the damage described in the complaint. Over-tightening the hub on the rhc was specifically excluded as a possible root cause of the damage in the complaint description, however, the damage seen on similar devices. The flattened distal section of the catheter is not mentioned in the complaint and was likely caused by post-event handling. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.